Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. The unit was evaluated by a trained philips service representative. The reported event was confirmed. The service representative replaced the solenoid and the power supply. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that an auto restart error appears. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30oct2018. Date of manufacturer: 29oct2018. Additional information was received that the device has been returned to service.